Event description:
It was reported that the lead dislodged right after implant and was successfully repositioned. The following day, the lead dislodged again and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.